Event description:
The customer reported a secondary infusion back flowed into the primary infusion bag. The nurse hung a secondary vancomycin at 0845am to run for three hours. At 0945am the nurse noticed the vancomycin bag was empty and the primary solution of ns with 20meq of kcl was very full. There was no patient harm or medical intervention. Although requested, no further patient or event information provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.